Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation and lot number could not be provided by facility. Gambro identified the lot number of the cartridge blood tubing sets recently shipped to this customer and pulled the retained samples (B)(4). All seven lots were visually inspected, functional and dimensional testing performed with no failures detected. Gambro rec'd no info to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability.

Event description:
An adult pt coded and expired shortly after ending an in-pt hemodialysis treatment. During the hemodialysis treatment the pt did not feel well and the treatment was terminated. Per dci corporate policy, no further pt, treatment, or device info will be provided. According to dci's corporate risk manager, this was not a dialysis related death and it is their policy not to provide any further info with regard to this event. Neither the physician, nor the nurses caring for the pt, believes that any gambro device caused or contributed to the pt's coding event after dialysis had been completed. The gambro dialysis machine was inspected and was found within MFR specification. The cartridge blood set, bicart and revaclear dialyzer were not available for investigation.